Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien.  A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.additional information has been requested. Should it become available a supplemental report will be submitted.

Event description:
The evercross balloon burst at 10atm. The evercrossballoon was used in an arterio venous fistula (avf) and burst radially. Nothing was left in the patient.